Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support was involved, with the decision made to replace the pump as it was still under warranty. The customer did not have a backup insulin therapy and was advised to consult their healthcare provider for appropriate steps. The replacement pump will not be compatible with the current sensor, so the customer was informed to obtain a prescription for a compatible sensor. Instructions were provided on how to put the faulty pump into storage mode and return it to the company to avoid additional charges. Additionally, the customer was advised on setting up the replacement pump and its delivery details.